Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had high blood glucose levels 400 mg/dl later it was treated with pump and the current level is 200 mg/dl. Troubleshooting was declined. Customer states that the sensor was going into loop and has a calibration issue with the sensor. No further patient complications were reported. The customer will continue to use the device. The insulin pump will not be returned for analysis.